Event description:
On 11/25/92 rptr had plates put in. He did not know that "all hell would break loose." He thought that the surgery would help his aching, but the surgery made it worse. He always has back pain. He is hoping that someone will help them one day with the drs that make their lives miserable.